Event description:
Same case as: 2134265-2008-02338, 2134265-2008-02339. It was reported on a user facility medwatch report (attached), that during a coronary drug eluting stenting treatment procedure a stent embolization occurred, followed by pt death. The pt was admitted for complaints of dizziness and chest discomfort, dyspnea, with the impression of cardiogenic hypotension, uremia and decompensated heart failure. The lesion being treated was a saphenous vein graft (svg) to the posterior descending artery (pda). An unk MFR's filterwire was inserted and the physician placed a 3.00 x 16 mm taxus express2 drug eluting stent in the ostium and occluded saphenous vein graft (svg) to om and d1. The physician attempted to place a 3.0 x 8 mm taxus express2 drug eluting stent and made 'a few aggressive movements' due to not being able to cross the previously placed taxus stent. The 3.00 x 8 mm taxus stent came off the balloon into the pda. A ptca balloon was inserted over a non-bsc wire in attempt to remove undeployed stent. The physician was able to snare the stent successfully. Then the physician used a different wire and placed another 3.00 x 8 mm taxus stent to successfully complete the case. Subsequently there was a complication of an inguinal hematoma. The pt underwent operative intervention urgently and had a return visit to the or for re-exploration for ongoing bleeding. The pt was transferred to intensive care unit, rec'd blood prods, converted to hemodialysis for optimal fluid removal, treatment of suspected uremia, and hematocrit peritoneal dialysis. The pt had boderline low blood pressures in the next 2 days and was treated empirically with intravenous anti-microbials for suspected nosocomial sepsis and possible peritonitis. Two days post the taxus stent placement, the pt was noted to have become abruptly bradycardic and went into ventricular tachycardia, without a pulse, and ventricular fibrillation. Despite resuscitation efforts pt death occurred. The relationship of the death to the taxus express2 stents is unk. Reported cause of death: cardiopulmonary arrest and refractory ventricular fibrillation, severe ischemic cardiomyopathy with obstructive coronary artery disease status post percutaneous coronary intervention, systemic lupus erythematosus, endstage renal disease, and large right inguinal hematoma requiring surgical exploration and evacuation, and subsequent to a coronary angiography percutaneous intervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.